Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked case at display window corner, a small crack on the reservoir tube lip and cracked belt clip slot. No crack on the battery tube threads or on display window noted.

Event description:
Customer reported that the insulin pump has a large crack that starts on the right top side near the window and wraps around the insulin pump on the back. Customer stated that the crack is a big crack where the pump opens at a point. Blood glucose is 176 mg/dl. Customer does not know how the damage occurred. Customer stated that he recently received this device as a replacement for one that had hairline cracks around the battery compartment. Nothing further reported.